Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch uf/importer report# (B)(4).

Event description:
Procedure performed: davinci assist radical prostatectomy. Event description: the complaint was generated from medsun uf/importer report# (B)(4). During a davinci assist radical prostatectomy the endocatch bag broke upon extraction of the specimen. Date of event: mar-2026. Intervention: the underside was retrieved and laparoscopy showed no further pieces in the abdomen; the entire specimen was removed with none left behind per the medical record. Patient status: no patient injury indicated.